Event description:
It was reported that the 9900 system will not boot. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the display adapter pcb and placed the gigabit cable in the correct position on the rtos pcb. The system was tested and found to be working as intended and placed back into svc.